Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis patient experienced an unspecified connection issue with the transfer set and minicap. It was reported the minicaps ¿do not stay on like they used to and felt like they were going to fall off.¿ the patient reported that the minicap never fell off, however, they placed tape around it. It was reported there was no leak present. To resolve the issue, the patient replaced the minicap with a new unit (different lot number). The patient was treated with a prophylactic antibiotic (vancomycin, no further details) and the transfer set was changed. No further medical intervention was reported for this event. There was no patient injury associated with this event. No additional information is available.